Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited oversensing of noise resulting in periods of ventricular pacing inhibition. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service.